Event description:
It was reported that the patient presented in clinic for follow up. Upon device interrogation, it was noted that the atrial lead exhibited high capture threshold and decreased sensing. A lead dislodgement was suspected. The lead was explanted and replaced. The patient in stable condition throughout the procedure.